Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a black screen which impacted patient care. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen had gone black with some lines on the right side. The field service engineer replaced the touchscreen all in one assembly with a new one. Following this, the pyxi net was renamed, and the fse collaborated with the hospital's information technology department to add the mac address to the correct vlan. The station was operational, and data synchronization was current. The system functioned as intended after the field service engineer repaired the device.